Event description:
During a remote diagnostic capacitor maintenance test, episodes of oversensing were observed on the device. Technical support was contacted and recommended manual capacitor maintenance. No intervention has been performed at this time. The patient was stable and will continue to be monitored.